Event description:
It was reported that the device did not work as expected. No pt consequence reported.

Manufacturer narrative:
Date sent: 02/03/2009. Info anticipated, but unavailable at this time.